Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is resumed the likely cause of the scope communication error is traced to component damage- failure of the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video scope displayed a scope communication error code e226. The issue was identified during an inspection prior to use. There were no reports of patient harm.